Event description:
Dealer states the end user states the chair just shuts off. Dealer could not duplicate problem and no fault codes appear aside from the freewheel codes. Dealer wanted advise but he thinks it's end user error. He cannot seem to find anything wrong with the chair even though the end user says this happens everyday.

Manufacturer narrative:
(B)(4): no RMA has been initiated for this issue. Malfunction has not been confirmed.